Manufacturer narrative:
UDI = (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the event storage is full and bad battery.there was no reported patient involvement.